Manufacturer narrative:
A ge svc rep performed an onsite investigation. The high voltage video cable needs to be replaced. The customer obtained the high voltage cable from another source. The customer is to install the high voltage cable. No conclusion can be drawn as repair info is unavailable and no add'l svc info was provided.

Event description:
The customer reported that during a procedure the sys displayed degraded quality and washed out images. Another unit was used to complete the procedure. No pt injury was reported.